Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 2,000 mcg/ml of baclofen at 173.1 mcg/day via simple continuous infusion mode. Analysis of the implantable pump revealed the following: a low battery reset occurred during decontamination in the lab. Destructive analysis of the pump identified a high battery resistance during functional testing.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and concentration of gablofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported the pump was replaced on (B)(6) 2017 due to normal battery depletion, specifically "prophylactic removal of pump to avoid in-vivo battery depletion." It was indicated there were no issues to report. The patient was not in a clinical study, the pump was used with/in the patient for treatment, and there was no patient death or injury. It was indicated the patient recovered without sequela. No rotor or dye studies were performed. The pump was returned to the manufacturer on (B)(6) 2017 for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.